Manufacturer narrative:
(B)(4). Concomitant products: guide wire: 0.035x300 stiff; guide cath: 7fr boston guider softip 40 xf; other: introducer 7fr. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the internal carotid artery. A 7fr guiding catheter was being used. A 8-6x40 mm xact stent delivery system was advanced for treatment; however, due to resistance with the guiding catheter the stent delivery system did not exit the guiding catheter tip into the anatomy. After retraction of the xact stent delivery system, a portion of the stent was observed to have been released. After this a 7x40 mm acculink stent delivery system was also advanced; however, due to resistance with the guiding catheter the stent delivery system did not exit the tip of the guiding catheter into the anatomy either. To finish the procedure an non-abbott stent was used to complete the procedure successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficult to position and premature deployment were unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.